Event description:
It was reported that a pacemaker was in back-up mode. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.